Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that this pacemaker had evidence of functional undersensing due to the patient¿s junctional rhythm where the r wave preceded the p wave by about 15ms. The undersensing resulted in inappropriate mode switching and early atrial pacing. The early atrial pace triggered the patient to go into atrial fibrillation. The atrial pacing also caused ventricular functional undersensing, thus inappropriate early ventricular pacing occurred. Copies of the electrocardiograms were forwarded to boston scientific technical services (ts) for assessment. Ts recommended programming off rhythmiq and extending the av delay slightly longer than the patient¿s intrinsic conduction. No adverse patient effects were reported and the device remains in service.